Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. According to the IFU, the safety and effectiveness of the angio-seal has not been established in patients with clinically significant peripheral vascular disease. The angio-seal instructions for use (IFU) state based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device patient's info guide, which the patient is instructed to carry with them for 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their patient info card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that following percutaneous transluminal angioplasty (pta) with stent placement for treatment of stenosis of an unk rate in the right superficial femoral artery (sfa), an angio-seal sts plus was selected for use. The left sfa was 100% occluded before the procedure. A smart stent was used (size unk). A 6f parent sheath was also used during the procedure. A pre-deployment angiogram found no anomalies at the left common femoral artery (lcfa) puncture site. The vessel lumen diameter was approx 8 mm. A radifocus guidewire was used instead of the provided guidewire when the locator/sheath assembly was inserted into the puncture site. The angio-seal was deployed and hemostasis achieved. The stenosis in the right sfa was completely reduced. The pt ambulated four hours later. Six days later, the patient was discharged. Three days after the patient was discharged, the patient was readmitted to the hospital for leg pain. An angiogram found a thrombus formed around the anchor in the left groin and an occlusion of approx 1cm. The thrombus was aspirated via the right groin. The vessel was then dilated twice using a 6 mm diameter balloon. Later, thrombus was found in the peripheral artery which caused an occlusion. The ankle brachial index (abi) could not be measured. Six days later, the patient was discharged home. The patient was given warfarin and has not yet recovered.